Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the occlusion. Insulin delivery was resumed. Blood glucose was 325 mg/dl.